Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that the imaging system was crashing due to a software error on the desktop, indicating corrupted software. The representative then reloaded the software onto the computer. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the imaging system was not performing to specifications. No additional information was provided. There was no patient present when this issue was identified.